Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2025 using a 9f amplatzer trevisio intravascular delivery system. During implant the occluder took on a tulip shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Two photos were received from the field, showing the device deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. "Please note that per the instruction for use (IFU), the recommended sheath size to be used with 30mm amplatzer septal occluder is 8f."

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2025 using a 9f amplatzer trevisio intravascular delivery system. During implant the occluder took on a tulip shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.